Event description:
A patient reported blood glucose results of 138 mg/dl, 143mg/dl with a lifescan meter and 107 mg/dl on a one touch ii meter (invalid comparison), performed within 10 minutes of each other. The customer service representative walked the patient through two consecutive control solution tests, and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.